Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient said they felt discomfort at the insertion site and noticed a pus blister around the insertion area after removing the sensor. He waited a few days then went to the emergency room (ER) where the doctor incised the blister and inserted a drain so the pus could drain out. At the time of the report the patient stated that he was feeling fine. No additional patient or event information is available.